Event description:
It was reported on (B)(6) 2011 that during a generator replacement procedure for end of service, a lead fracture was identified. The generator and lead were replaced at that time. The explanted products have been returned to the manufacturer; however product analysis has not yet been completed. Prior to the replacement, it was reported that the generator could not be interrogated as it had reached normal end of service. It was also reported that the patient was experiencing an increase in seizures as well as cognitive changes, which at that time were attributed to the end of service. It is unknown if the lead fracture contributed to the patient's reported adverse events.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from the surgeon indicating that manipulation and trauma were not suspected, and x-rays were not taken. He was unable to provide any additional programming history and no additional information was provided.

Event description:
Product analysis on the explanted generator and lead has been completed. During product analysis on the generator, the alleged end of service was verified and determined to be the result of normal battery depletion. The depletion was an expected event as determined by a battery life calculation and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. During product analysis of the lead, a lead fracture was identified in both the marked and unmarked connector quadfilar coils. Scanning electron microscopy was performed on the marked connector quadfilar coil break and identified the area as having extensive pitting which prevented identification of the coil fracture. Scanning electron microscopy was performed on the unmarked connector quadfilar coil break and identified the area as being mechanically damaged which prevented identification of the coil fracture type, no pitting and flat spots on coil surface. A third break was also identified approximately 2 mm from the end of the abraded open / torn outer silicone tubing. Scanning electron microscopy was performed and identified the areas as being mechanically damaged which prevented identification of the coil fracture type, no pitting and flat spots on coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. The positive electrode ribbon was returned embedded in what appeared to be remnants of dried body tissue. This condition may have prevented the electrode ribbon from coming in contact with the vagus nerve; therefore contributing to the reported allegations. With the exception of the observed discontinuities and tissue-covered positive electrode ribbon, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pins at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Note that since a portion of the lead assembly (body) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.